Manufacturer narrative:
Product event summary: analysis found that the label was missing its coating and that there was a broken lens on the upper case. The cable and the upper case were replaced and the programmer head passed all functional and systems tests. No other anomalies were found. (B)(4).

Event description:
It was reported that the radio frequency programmer head was either missing its label backing or was having telemetry difficulty. Follow-up with the sales representative indicated that he believed paperwork had been included indicating which heads had which difficulty. That paperwork is not present in the event file so he has no way to tell us which was which. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was either missing its label backing or was having telemetry difficulty. Follow-up with the sales representative indicated that he believed paperwork had been included indicating which heads had which difficulty. That paperwork is not present in the event file so he has no way to tell us which was which. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.